Event description:
It has been reported to philips that a vulnerability has been detected by nessus scan (customer it infrastructure) on the intellispace cardiovascular (iscv) server .net component (cve-2026-26131). Customer has requested support. No harm to the patient or user was reported. Philips has started an investigation for this complaint.